Event description:
Bd/ bard full procedure kit for dual lumen power (peripherally inserted central catheter) PICC missing 21g echogenic needle. Kit lot# reez3054. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc (per site reporter): bard representative will be made known.